Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The visual inspection revealed that the door was broken. The cause of the condition was not determined. No repairs were performed; the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.